Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Uf/importer report # of user facility medwatch: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states the patient had black stools, lightheadedness, and significant hemoglobin (hgb) drop consistent with a gastrointestinal bleed (gib). The patient presented to the emergency department (ed) with spots of bright red blood after straining to have a bowel movement. The patient then reported about a week of black stools. Their international normalized ratio (inr) at admission revealed that the patient was supratherapeutic while on warfarin. The patient had a colonoscopy, which showed blood from the terminal ileum. A computed tomography angiography (cta) of the abdomen and pelvis showed a blush of contrast in the appendix seen during the arterial phase with pooling of contrast seen on delayed phase imaging in the cecum and appendix consistent with active contrast extravasation. This was likely arising from the ileocolic branch of the superior mesenteric artery. The patient received two units of blood for a hematocrit (hct) of 20. They had stable hemoglobin levels and were discharged home. The bleeding was not felt to be related to the ventricular assist device (vad).